Manufacturer narrative:
The device used in treatment has not been returned for evaluation. Due to this a visual and functional evaluation could not be performed, and we are unable to confirm a relationship between the complaint reported and the device. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. Complaint history for the reported failure has been reviewed and shown that in the previous four years there have been further instances. Further instances are being monitored to determine if additional preventive or corrective actions are required. This investigation has now been completed and recorded as insufficient evidence to determine a root cause. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance therapy will still be delivered. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. By acknowledging and investigating your complaint this collaboration enables us to drive our passion to continuously review, improve and steer our shared purpose of providing the best possible outcome for customer and patients. Smith and nephew take all customer complaints and concerns seriously, we strive to have the best understanding of our patients needs and have built a strong culture of care, collaboration and courage to offer a service which we are proud of.

Event description:
It was reported that patient has two renasys go devices placed, one on each thigh on (B)(6) 2019 after having a motorcycle accident. He is scheduled for a skin graft on monday, (B)(6) 2019. He said that sometime this morning the device on his left thigh started showing blockage full while the one on the right thigh is showing continuous 120 mm hg. He said there is minimal drainage in the canister showing blockage full. He had both dressings changed yesterday, (B)(6) 2019 by his home health nurse. Patient said the devices are hanging upright in their carry bags. Trouble shooting steps were performed and it was found that the problem is within the dressing and he would need a potential dressing change. Patient was encouraged to contact his physician and/or the home health nurse for further guidance. The other device was working correctly. No further information available.